Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. IFU statements [positioning and deployment of the trunk-ipsilateral leg endoprosthesis] 8. ... Stabilize the trunk-ipsilateral leg delivery catheter around the entrance of the introducer sheath and stabilize the introducer sheath to the patient¿s access site. 9. Loosen the proximal deployment knob by turning it 90° counter-clockwise. Confirm final device position and orientation and deploy the trunk-ipsilateral leg using a steady and continuous pull of the proximal deployment knob to release the proximal portion past the contralateral leg hole (figure 4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovaslar treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The distal limb of the trunk - ipsilateral leg endoprosthesis was deployed while being pushed up. It was confirmed that the accessory renal artery was partially covered by the proximal portion of the trunk - ipsilateral leg endoprosthesis. A bare stent was deployed in the accessory renal artery. The physician stated that the device was pushed up too much to fit the proximal neck shape.